Event description:
On (B)(6) 2011, pt reported she is currently in the hospital because her blood glucose readings have been elevated since yesterday after 12 pm. Pt stated her readings ranged from 323-690 mg/dl at the hospital. Pt reported she had to call the paramedics because she could not get her blood glucose readings to come down. Pt stated she changed her infusion site 3 times and bolused 10.0 units of insulin 3 times for a total of 30.0 units of insulin but her readings remained elevated. Pt reported she is currently on an insulin drip while in the hospital. Pt stated her readings are currently 296 mg/dl at the hospital. Pt was taken off of pump therapy while in the hospital. On call back on (B)(6) 2011, pt reported her blood glucose level elevated to 578 mg/dl upon paramedics arrival to the home on (B)(6) 2011. Pt's normal blood glucose range was not confirmed. Pt stated she changed the insulin cartridge, the insulin and the infusion set that morning. Pt reported she continued to bolus and her blood glucose level would not come down. Pt stated she was taken to the hospital and given an IV insulin drip and fluids. Pt reported the infusion device did not give any errors or alerts. Pt stated she received the bolus confirmations during the bolus functions. Submitted requested for assistance from clinical trainer. Product was replaced and requested return of the alleged product for evaluation.